Event description:
It was reported that a m.blue (part # fx817t) was implanted during a procedure performed on an unknown date. According to the complainant, the mblue10 shunt had inadvertently reprogrammed. In early (B)(6), the valve was adjusted to eight (8). When the patient returned on (B)(6) 2021, the valve verified at 16 (sixteen). The valve was adjusted back to eight (8) and the setting was verified with both compasses. On (B)(6) 2022 the patient returned for follow-up and the valve setting remained at eight (8), which was the prior setting. No further adjustments were made during this visit. The patient was scheduled to undergo a computed tomography (CT) scan and shuntogram. The complaint device is still implanted and not yet available for further evaluation. The patient is scheduled for clinical follow-up.

Manufacturer narrative:
Manufacturing site evaluation: the device remains implanted, therefore, it is not available to be returned to the manufacturer for physical evaluation. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as the serial number was not made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. However, deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy, and may be a possible cause for the reported issue.